Manufacturer narrative:
Investigation is currently pending.

Event description:
It was reported that approximately 40 minutes into the perfusion there was an outflow issue from the inferior vena cava (ivc). Troubleshooting was completed to rule out a mechanical problem. It was confirmed that there were no kinks in the outflow line, the portal pinch valve was fully open, and there was no air in the circuit. Tenting the supra cava, multiple liver massages, and manipulating the cannula was suggested. It was also confirmed that the portal vein was not twisted. An ivc data plot confirmed frequent ivc collapse. The consulting medical director (md) suggested manipulating the ivc cannula as it may have been resting against the ivc wall or venous gas as the returned blood was very dark. They also suggested replacing volume as needed, while ruling out hemobilia and reaching hemostasis to obtain stable reservoir. Despite adding additional volume the reservoir was still going into low reservoir mode. The du team considered this a mechanical problem and placed the disposable set on another metra device. The same issues began occurring, including ivc collapse and low reservoir mode, on the second device. Vcu team proceeded to give another 1 unit of blood, 500 ml of albumin and perfusion and stabilized at this time. Therefore, the du team no longer considered this a mechanical issue and proceeded with perfusion. Subsequently, the liver was transplanted.